Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue, however review of the software logs verified the reported issue. It was observed that the customer was using batteries from 2018 and was advised to remove all old batteries from service. Stryker replaced the device's battery well pins as regular maintenance and completed other unrelated repairs. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.